Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. The patient had undergone graft replacement on (B)(6) 2022. As reported, the patients descending aorta was tortuous, so the thoracic aorta was cut at the level of th 7, and a gore® dryseal flex introducer sheath was inserted from there. The first gore® tag® conformable thoracic stent graft with active control system was implanted distally, then before the second gore® tag® conformable thoracic stent graft with active control system was inserted into the patient body, the gore® dryseal flex introducer sheath slipped from the access site. The physician suggested that it was not realized that the sheath was gradually slipping out because the sheath insertion and the first device implantation were done with no issue and it was a small incision. The bleeding was not able to be controlled, so the thoracotomy was performed to arrest the bleeding. After that, the access was changed to a graft (blood supply tube). As reported, when the thoracotomy was performed, it was observed that the aorta was torn more widely than expected. This was due to the sheath insertion site being aneurysmal. For that reason, it took a time to arrest the bleeding. The second gore® tag® conformable thoracic stent graft with active control system was implanted proximally. A proximal type I endoleak was observed slightly, but the physician decided to monitor it. The physician continued to repair the vessel. On (B)(6) the following information was received from the field: the patient went back to the ICU, but the patient was unconscious and was not able to recover because of the time it took a time to secure the blood flow to the brain. The patient¿s family didn¿t desired any life-prolonging treatment. The patient died on the next day following the procedure.

Manufacturer narrative:
The following information was requested but was not made available- weight, date of birth, pre-existing conditions, and medications. (B)(4). As gore was unable to determine which device(s) caused or contributed to the event if any; additional device(s) implanted related to this event include the following as referenced in mpdcase (B)(4). Item : tgm343415j, gore® tag® conformable thoracic stent graft with active control system. Lot/sn: (B)(4). UDI: (B)(4). Potential adverse events and complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: endoleak, bleeding (procedural and post-treatment), and death.

Manufacturer narrative:
Additional investigation and case review determined no product problem or deficiency for the device indicated in this report caused or contributed to the adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2022-02904 was submitted in error, and is hereby retracted.